Event description:
Additional information: technical services reviewed log files and noted some unsustained power and flow elevations. There were no other unusual events noted within the event history and the pump appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, the submitted log file appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on vad support. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a drop in hemoglobin, a low inr, and ldh in the 600's. The site communicated that the patient has an aortic velocity that does not close with a ramp echo. This is suggestive of the pump showing signs of thrombus. The patient is currently at home and is still being closely monitored. No additional information was reported.